Manufacturer narrative:
(B)(4)

Event description:
Same case as 2134265-2018-01546 and 2134265-2018-01827. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it got freeze during pullback a message prompting to perform reboot was displayed on the touch panel however it did not respond even if it was pressed so force termination was performed. After that, it was on a not in used status. Details of the message was not confirmed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2018-01546 and 2134265-2018-01827. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it got freeze during pullback a message prompting to perform reboot was displayed on the touch panel however it did not respond even if it was pressed so force termination was performed. After that, it was on a not in used status. Details of the message was not confirmed. No patient complications were reported.